Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Concomitant medical products: 407458 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was noted on the right atrial (ra) lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.